Event description:
Medtronic received information regarding 2 pipeline flex with shield devices that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured fusiform proximal cavernous aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 7mm. The distal landing zone was 3.85mm and the proximal landing zone was 4.89mm. Vessel tortuosity was severe. It was reported that the same issue occurred with 2 pipeline devices. The middle and proximal end of the pipeline opened but the distal end looked crimped or fish-mouthed. The proximal end of the pipeline was positioned in a bend. More than 50% of the pipeline was deployed when the failure to open was observed. The pipelines were resheathed more than 2 times. There were no other steps or devices tried to open the pipeline. The pipelines were resheathed and removed with the microcatheter. A competitor's device was used to complete the procedure. There was no harm or injury to the patient. Ancillary devices: phenom 27 150cm microcatheter, phenom plus 120cm guide catheter, rist 079 95cm sheath, synchro select standard 200cm guidewire

Manufacturer narrative:
Associated with MDR # 2029214-2022-01460. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis. No damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip or marker band. The pipeline flex w/ shield was found within the phenom-27 catheter with the pusher extending out of the hub ~52.0cm. The pipeline flex w/ shield was advanced out with slight resistance encountered. Dried blood was found within the micro catheter and on the pipeline flex w/ shield pusher and braid. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found undamaged. After the blood was dissolved, the distal braid end was found tapered, damaged and frayed. The proximal braid end was found fully opened, damaged, and frayed. The phenom-27 micro catheter total length was measured to be ~157.0 and the usable length was measured to be ~150.2cm. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as severe, the proximal end of the pipeline was placed within a bend, and device were resheathed more than 2 times. It is possible the reported severe tortuosity or the multiple resheathing contributed towards the braid damage and failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.